Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was a "pain in the neck to charge" (caller clarified implant). Caller stated that the reason why the implant was removed was because of the patient's (pt) pain levels; no matter how the pt set their stimulation intensity the pain from the stimulation was worse than the pts actual pain. Caller stated that the implant worked for a while and the pt was able to get pain relief but then the implant became "irritant" to the pts nerves and no settings would block the pain.